Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly and keypad anomaly. The device was not making any sound when alarming. The device failed the audio test during the call. The customer¿s blood glucose during the incident was 80 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive down button, problem isolated to keypad assembly. Device received with connector at electrical board properly connected. No damage or moisture damage on keypad assembly noted. Unable to preform self test or displacement test due to unresponsive button. Unable to verify audio alert anomaly or hardware low level failures error due to unresponsive button.